Event description:
The information received indicated that the outer sheath cracked/split during the prepping. When the physician took the precise pro rx ous carotid system, 5f, 6mm x 40mm stent from the package, he found the outer sheath tip was cracked/split, part of the stent was deployed. The temperature exposure indicator on the pouch was checked to confirm that the black dotted pattern with a grey background was clearly visible. The product was stored and handled according to the IFU. The product was inspected and prepped according to the instructions for use. There was nothing unusual noted about the stent delivery system prior to use. The device was prepped in the tray. The tuohy borst (hemostasis) valve was in the open position when received. The tuohy borst valve was closed prior to removing the device from the tray.

Manufacturer narrative:
The product has been returned for evaluation, however, the engineering analysis is not yet complete. Additional information will be submitted within 30 days from receipt.

Manufacturer narrative:
The information received indicated that the outer sheath was found cracked/split and part of the stent was deployed when the physician took the precise pro rx stent from the package. The temperature exposure indicator on the pouch was checked to confirm that the black dotted pattern with a grey background was clearly visible. The product was stored and handled according to the IFU. The product was inspected and prepped according to the instructions for use. There was nothing unusual noted about the stent delivery system. One non-sterile precise pro rx ous carotid system, 5f, 6 mm x 40 mm, 135 cm. The unit was received partially deployed and the outer sheath member was found frayed at 1 cm from distal end. No other damages were observed. During microscopic analysis the outer member sheath was found frayed and stent partially deployed. Functional test were performed according. The unit could be deployed with no anomalies. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The deployment difficulty could not be confirmed since no anomalies were found during functional test. The failure outer sheath cracked reported by the customer was confirmed. The exact cause of the failures reported by the customer could not be conclusively determined; however it does not appear to be manufacturing related; controls exist in the final assembly and packaging processes to prevent this type of failures, as well as there are inspections in place to detect them in the sds. Procedural factors and handling may contribute to failure as reported. With the limited amount of information available it is not possible to draw a clinical conclusion between the device and the event. However, this might have been caused during shipping, storage, or handling of the unit.